Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during distal drilling on the gamma nail, the drill bit broke off in the nail. The nail was then removed and changed as well as the drill bit, and the debris of the drill bit was also recovered. The procedure was not delayed but was extended by about 40 minutes".

Event description:
As reported: "during distal drilling on the gamma nail, the drill bit broke off in the nail. The nail was then removed and changed as well as the drill bit, and the debris of the drill bit was also recovered. The procedure was not delayed but was extended by about 40 minutes".

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed the following: the received drill, ao small gamma3 is broken off from the distal end, the drill was misaligned which is evident from the damaged cutting edges and the damage at the distal end of the nail, which led to the application of high torsional load on the drill causing the brittle fracture which is visible from the sharp surface available in the microscopic pictures of the fractured area. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user related. The misalignment is evident from damage to the nail and the application of a high bending load, leading to a forced brittle fracture. If the device is returned or if any additional information is provided, the investigation will be reassessed.